Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The instructions for use (IFU) and patient manual provide clear instructions to medical personnel on proper usage and placement of the hvad system in addition to appropriate hvad pump parameters. Moreover, the IFU provides instruction to further educate the patient about product safety, alarm management, and anticoagulation recommendations; additional guidelines instruct both the user and medical personnel on how to recognize low flow alarms, the potential causes of these alarms, and the potential courses of action. Heartware will submit a supplemental report if new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported that the  surgeon identified that outflow graft showed a tear following placement of the pump. The torn section of the outflow graft was removed and the outflow graft was reattached to the pump. The damaged outflow graft was noticed when it was attached to the patient.  There is no conclusive explanation of how the tear occurred however, the outflow edge of the hvad seemed quite sharp. The procedure was completed successfully after replacement.

Manufacturer narrative:
Complaint (B)(4) is no longer reportable as it is a duplicate complaint of events described on (B)(4) (MFR # 3007042319-2017-00122).